Event description:
There was no insertion kit in the user carton. Only the intra aortic balloon was present. No item was returned to datascope. (Event complications: unk - reported 7/31/98.) ( pt's current status: unk - reported 7/31/98.)